Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence. The aus was removed and replaced. There were no additional patient complication reported.

Event description:
It was reported, that the patient with this artificial urinary sphincter (aus). Presented with recurring incontinence, due to urethral erosion. A surgical procedure was performed. During, which the cuff was explanted. The pump and balloon were plugged and remain implanted to be used, when a new cuff is placed in the future. No further patient complications were reported.